Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It has been reported that there was a revision surgery in 2016 due to the loosening of the femoral component following vega total knee arthroplasty procedure. Detailed information was not provided regarding the exact date of the initial surgery in 2013 as well as the item numbers of the implanted devices.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: the root cause of the problem is most probably user and/or patient related. Rational: without further information about the used products and knowledge about the circumstances, an investigation and precise determination of the root cause is not possible. No CAPA is necessary.